Event description:
Customer reported difficulties with the power button. There was no reported impact to the customer¿s blood glucose level. The customer declined follow-up, and no additional information was received regarding the outcome of the event.